Event description:
It was reported that the bur snapped during an anterior lumbar procedure. It was further reported that this breakage occurred at the base where the shank meets the bur head. No adverse consequences were reported.

Manufacturer narrative:
The bur, subject to this complaint was returned for evaluation. It was visually confirmed that the shank of the bur broke behind the bur head. It was not possible to determine the definitive root cause for the breakage.